Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2007. She experienced pain and discomfort in her left hip and elevated levels of chromium and cobalt in her blood. Pt has not yet scheduled an explantation of the left asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.